Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual inspection was performed on the returned device. The shaft separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Trek rx coronary dilatation catheters instruction for use (IFU)notes that the device is indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction and balloon dilatation of a stent after implantation. It is unknown if the IFU violation caused or contributed to the reported event. The investigation determined the reported event appears to be related operational context and there is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a below the knee (btk) intervention of the non-tortuous, non-calcified vessel, the 3.0 x 30 mm trek balloon dilatation catheter (bdc) was being advanced without resistance when the distal 4-5 inches of the device separated, but remained on the guide wire. Both pieces of the device were removed from the anatomy while on the guide wire without reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.